Event description:
A filter was placed in 2008, with an uneventful placement into a male patient. The patient came back 8 months later due to abdominal pain in 2009. A CT was given and the 3 legs of the filter have penetrated the cava. One leg is in the aorta, another small bowel, and the 3rd is in the psoas muscle. As of now the filter is still in the patient. Patient outcome is unknown at this time.

Manufacturer narrative:
Lot number is unknown as info was not provided by reporter. Expiration date: unknown as info was not provided by reporter. This event is still under investigation.